Event description:
Customer stated, "pressed the switch down, sparks come out of the switch housing " the product was returned for investigation. The customer did not claim any injury. An investigation was done to look into the customers complaint. The investigator did not observe any evidence of sparking. The investigator plugged the unit in and pressed the trigger for the switch and there was no sparking. The investigator opened the switch and there was no evidence of sparking.